Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she started a month ago but had a low blood glucose reading this month. Customer stated that she had a few low blood glucose readings. Customer stated that her pancreas decided to kick in at night. Customer had low blood glucose readings of 44 mg/dl, 42 mg/dl, 59 mg/dl, 47 mg/dl, and 39 mg/dl. Customer treated for low blood glucose with glucose tablets or soda. Customer's blood glucose runs high in the afternoon and she tried to bolus. Customer stated that her blood glucose went up to 300 mg/dl for dinner. Customer stated that it takes 2 hours for her body to come down from a meal. Customer's blood glucose is 182 mg/dl. Customer has treated with food and glucose tablets. Customer stated that she is on the pump because her blood glucose is all over the map. Customer was advised to monitor the pump and to speak with a health care professional regarding the low blood glucose.